Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v128364, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) started shorting out, and couldn't be programmed to help with their pain. The patient stated they had a bad electrode and had the ins removed. Relevant medical history includes non-malignant pain and other chronic/intract pain (trunk/limbs).